Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation (image 1-4). Visual evaluation of the as returned product identified that the inner vial is empty, and that the tamper resistant band is broken, indicating the packaging has already been opened. The reported item is not noted to have been used in a patient. The reported event could not be recreated due to the nature of the dental device and event (packaging malfunction). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1231193. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. See attached '1231193 - qc inspection'. Complaint history review was performed for the reported lot number (1231193) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k): k011028, k013227.

Event description:
It was reported it was reported by the sales rep that the customer opened a tsv implant and found nothing inside, the implant was missing. The implant was taken out to be used for surgery when it was observed that package was empty. Surgery was able to be completed using another device. Tooth location unknown.